Manufacturer narrative:
Lack of ECG trigger - evaluation indicated that the lack of ECG trigger was due to customer not following recommended electrodes -"wet gel" ECG pads. Instead customer used meditrace (B)(4) hydro gel pads. The company rep observed in the log of the fault journal that the iabp generated five times a "fault code # 43" (fos module failure). The company rep replaced the assembly, fiber optic (0997-00-1161). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp could not obtain an ECG or pressure trigger. No pt injury was reported.